Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had some non-sustained ventricular tachycardia (nsvt) episodes with t-wave over sensing (twos) post sense intermittently. While the patient was in the clinic, twos post pace was also noted. Several reprogramming changes were attempted; however, the rv lead continued to have twos observed during pacing and during ventricular tachycardia (vt) /ventricular fibrillation (vf) episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.